Event description:
Complainant alleged that while monitoring an 83 y/o female pt suffering from chest pains, the device screen display went to dotted lines. The staff then attached the same cable and electrodes to another device and successfully monitored the pt's ECG rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.